Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a high pitched noise and none of the buttons work no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump was giving a high pitched beep and there is no other beeping device nearby. Customer declined further audio / beep anomaly troubleshooting the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. Device was tested with no audio or beep anomaly noted. Device received with corroded battery tube noted.